Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. During troubleshooting with tandem technical support, it was confirmed that the battery was depleting normally. It was also reported that the customer experienced difficulty charging the pump with the usb cable resulting in the pump shutting down. Reportedly, the customer was able to charge the pump with an alternate cable. The customer's blood glucose (bg) level was reported as "high" on cgm. A manual injection was administered to address bg.